Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, mycobacterium canariasense were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number of microbes. Then user facility stated that the user facility could manage to neutralize the microbiological problem of the subject device, and the user facility would not send the subject device to olympus anymore. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.